Event description:
Event description guidant received information that this lead was programmed to unipolar lead configuration, resulting in myopotential oversensing and inhibition of pacing. The patient did feel woozy due to the lack of av synchrony and ventricular pacing.